Event description:
It was reported that the epg (external pulse generator) was missing the battery door, back clips, and ventricular cable insert. The epg was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the battery drawer, ring cover, side bail covers, and ventricular output connector were missing. The epg (external pulse generator) failed numerous incoming tests because the ventricular output connector was missing. The upper and lower cases were also found to be broken, the battery release contaminated, the battery contacts compressed, the ring and side bails and battery drawer o-ring were missing, and the lcd (liquid crystal display) was missing pixels. (B)(4).